Event description:
Boston scientific received information that this right atrial lead was dislodged. A lead revision was performed but the lead was explanted due to product performance issue. The ra lead was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during surgery. Blood penetrated the lead in these areas. During further analysis, no deviations were noted which might be related to the clinical observation. There was no sign of a material or manufacturing problem.